Event description:
A surgeon reports a bent haptic was noted as the intraocular lens (iol) emerged from the delivery system cartridge. Enlargement of the incision was required to accommodate removal and replacement of the lens. The pt had an excellent outcome.